Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced recurrent hyperglycemia with readings in the high 350 mg/dl to 400 mg/dl over several days, with no pump alerts or alarms, and subsequently disconnected the pump and administered subcutaneous insulin via pen; infusion sets, cartridge, and, tubing showed no visible damage, leakage, blood, or bent cannula. Caregiver reported supplies were changed multiple times and pump data confirmation of correct date, time, weight, and targets was also performed. Symptoms included behavioral changes described as combative and grumpy during high glucose. Outcomes included use of backup insulin injections and shipment of replacement infusion supplies, with no hospitalization or professional medical intervention. Investigation included troubleshooting and education with the user and review of use conditions. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified based on available information. It was concluded that the event was user reported hyperglycemia of undetermined cause with continuation of therapy using backup insulin and replacement supplies provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.